Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery, and the load process. Customer's blood glucose (bg) level was 246 mg/dl. Reportedly, the customer would obtain alternate insulin therapy, to address bg level and for alternate therapy. The customer declined further follow-up from tandem technical support regarding back up therapy.